Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5 was failed and was unable to recover. The customer stated that this malfunction occurred while dispensing medication to the patient care and the user managed to get medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and required maintenance. A field service engineer replaced the latch intel magnet, checked connections and wires and tested the device in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.